Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on july 1 with blood glucose of 500 mg/dl. The customer experienced the symptoms related to the high blood glucose was nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated with manual injection. The patient troubleshooting was performed for high blood glucose and under delivery. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.